Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, is wearing the cartridge tubing facing up and using cold insulin. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use and to always use room temperature insulin. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.